Event description:
On 03-nov-2021, a device evaluation was completed by kci quality engineering. On 17-sep-2021, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2021, the device was placed with the patient. On 08-oct-2021, the device was tested per quality control procedure by kci service center and passed. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Based on the additional information obtained regarding the device, kci's assessment remains the same; it cannot be determined that the alleged infection and surgery were related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The device passed quality control checks before and after patient placement.

Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged infection and surgery are related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The patient has a previous history of mrsa and is on lifelong antibiotics. A device evaluation is currently pending completion. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area untreated or inadequately treated infection inadequate hemostasis of the incision cellulitis of the incision area.

Event description:
On 30-sep-2021, the following information was reported to kci by the patient: on (B)(6) 2021, the patient saw the surgeon and was allegedly admitted on (B)(6) 2021 for surgery to cut and clean out the wound with antibiotics. The physician allegedly stated the patient had pus pouring out. On 05-oct-2021, the following information was reported to kci by the nurse: the patient was seen on (B)(6) 2021 and confirmed the patient had an infection that required hospitalization. The patient underwent surgery on (B)(6) 2021. The patient reported the activ.a.c.¿ ion progress¿ remote therapy monitoring system was allegedly malfunctioning but the physician was not aware and that it is believed the malfunction allegedly caused the wound to become infected. No additional information was provided. On (B)(6) 2021, the following information was reviewed via clinical notes provided by the physician's office: the patient presented to physician's office with complaints of swelling and drainage at left knee surgical site. Determined infected left knee total arthroplasty. "Cultures were sent from office. The patient has previous history of mrsa and was supposed to be on doxycycline lifelong. Patient states he is compliant." Broad-spectrum antibiotics started while cultures are pending. On (B)(6) 2021, the patient underwent irrigation and debridement of left total knee, sharp excisional including skin, soft tissue and bone, replacement of insert and bushings of left knee, and excision of scar greater than 20cm. Patient also underwent a complete synovectomy of left knee and placement of antibiotics beads. A negative pressure wound vac was placed. A device evaluation of the activ.a.c.¿ ion progress¿ remote therapy monitoring system is currently pending completion.